Event description:
It was reported the system had a fast stop activated error message. This error causes the system to shutdown. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ground was tightened during the service call. The system was tested and found to be working as intended and put back into service.